Manufacturer narrative:
Pt. Info.: unknown/ not provided. Date of event: unknown, information not provided. Serial number: unknown, the information was not provided. Model number: unknown, as product serial number was not provided. Catalog#: unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: the UDI number is unknown as product serial number was not provided. If implanted; give date: unknown, the information was not provided. If explanted, give date: unknown/ there is no indication that the lens was explanted. Device manufacture date: unknown as product serial number was not provided. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. There was no serial number reported for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a few synergy lenses came out of cartridge with small pieces of what looks like plastic stuck to lens. First couple had seemed small. The doctor actually had to use forceps to remove one. No further information provided.

Manufacturer narrative:
Additional information: a picture provided by the customer was evaluated. The picture shows a pseudophakic eye claimed to be implanted with an unidentified tecnis synergy intraocular lens, it can be observed a lens with a diffractive pattern which is compatible with multifocal lenses, in addition it can be observed an image showing a superposition on the lens of what appears to be a foreign particle colorless and with an almost rectangular shape that measures approximately 2 x 1.5 mm and is located in the mid periphery of the lens at 4:00 o'clock. Unable to determine if it is located in the anterior or posterior surface of the lens. The source, nature and potential clinical impact of the observed phenomena cannot be determined from a picture assessment. The complaint issue "foreign material - loose" was confirmed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.